Event description:
When the acquisition cradle was being advanced and rotated, that's when the clinician encountered resistance and more force was needed than usual to advance the cradle. This patient was noted as having hard fibrotic marrows from myelofibrosis. As the clinician applied force, the inner metal tube inside the acquisition cradle popped out. When the inner metal tube of the marrow acquisition cradle popped out and hit the clinician's thumb, it did not puncture her glove, although her thumb bled. The clinician user of the device is very familiar with use of the biopsy needle and had this occur once before with patient who also had myelofibrosis. In that instance, while performing the biopsy, she encountered resistance requiring force from the patient's fibrotic marrow and the same thing happened (the marrow acquisition cradle popped out and hit her thumb).